Manufacturer narrative:
Concomitant medical products: product ID: ddbc3d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away and the cause of death was cardiopulmonary arrest secondary to mitral valve infective endocarditis. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.